Event description:
On (B)(4) 2011, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded a discrepant pt/inr results when compared to the lab method using two different I-stat lots. Method: ca 1500, time: 09:00, inr: 1.3 from pic line. Method: I-stat, time: 09:28, inr: 2.0 from pic line, lot number r11204. Method: I-stat, time: 09:38, inr: 1.9 from pic line, lot number r11204. Method: I-stat, time: 09:47, inr: 1.9 venous draw, lot number r11271b. Method: ca 1500, time: 10:00, inr: 1.3 new sample. The customer did not return any product for investigation. Lot number: r11204, manufacture date: 07/2011, expiration date: 01/14/2012. Lot number: r11271b, manufacturer date: 09/2011, expiration date: 03/14/2012. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on 03/14/2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.